Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that out-of-range shock impedance was noted via home monitoring. This lead was capped and a new lead was implanted.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between december 09, 2025 and february 25, 2026 recorded the initial shock impedance around 40 ohms. At the end of the observation period, three impedance increases are evident, with one peak rising up to approximately 150 ohms in mid-february 2026. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.